Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had oversensing with noise reversion and the amplitude of the r wave decreased. Sensitivity was decreased and the lead remains in use. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.